Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) would not dock to the delivery catheter prior to procedure. After the delivery catheter was switched, the lp would not release from the second delivery catheter after positioning in the patient. While attempting to release, the lp dislodged. The lp was removed and a stretched helix was observed. The procedure was completed with another lp. The patient was in stable condition.